Event description:
It was reported that the device presents an alarm cassette locked but not latched while it is still locked. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a defective latch lock sensor. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.